Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the machine hung up intermittently prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 8, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to pcb. However, without a sample, component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).